Event description:
Medtronic received a report that the tip of the stent could not be opened, and after many attempts, it still did not open. After being withdrawn from the body, the stent could be opened normally, but could not be pushed into the new stent-catheter normally. During the stent exchange process, the stent could not pass through the introducer sheath into the new microcatheter despite many attempts. Considering the anesthesia risk, a new stent was used. After the stent was replaced, the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received reporting that the condition being treated was intracranial aneurysm, ophthalmic artery segment, 5.7*6.2, large arc side, relatively regular aneurysm. Vessel tortuosity was severe. The patient has recovered back to normal following the procedure. No patient symptoms or further complications were reported as a result of this event. No imaging is available. The stent entered the blood vessels in the head and the resistance could be clearly felt. Damage observed was bifurcation at the tip end. The tip end of the pipeline did not open. Additional steps attempted to open the pipeline was trying to exchange again.

Manufacturer narrative:
H3: the pipeline flex braid and distal segments of marksman catheter were returned for analysis. The pipeline flex pusher and proximal segments of marksman catheter were not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. The catheter body was found to be accordioned from ~33.0cm to ~13.0cm from distal end. In addition, the catheter body was found to be broken at ~115.8cm from distal end. The remaining segments was not returned for analysis. The marksman distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Unable to measure the total and usable lengths of marksman catheter as catheter was found to be broken and proximal segments was not returned for analysis. The catheter was flushed with water and water exited out of the distal tip. An in-house mandrel was inserted into the marksman micro catheter hub and catheter lumen with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex could not be confirmed to have failure open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the marksman catheter was confirmed to have resistance as the catheter was found to be broken and accordioned. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.